Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the anastomosis was performed with the tlc75 instrument. The pt expired on day 2 postoperatively. The intitial autopsy report identifies cause due to leak at jejunostomy. The device will not be returned.